Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited episodes of noise and high out-of-range pace impedance measurements upon interrogation at routine follow-up. In one particular ventricular tachycardia (vt) episode it was noted that anti-tachycardia pacing (atp) therapy appeared to result in rhythm acceleration/degradation to ventricular fibrillation (vf) and reduced intrinsic amplitudes that returned to normal following shock therapy. When provocation testing was performed in clinic no instances of abnormal impedance or threshold measurements nor noise were observed. The physician will continue to monitor the patient remotely and plans to review them once more in-clinic in the coming months. No adverse patient effects were reported. This system remains in service.